Event description:
International affiliate reports that after the valve could not be reprogrammed, it was flushed and the pt was brought to MRI. The valve pressure then moved slightly but the device did not program correctly and was explanted and replaced.